Event description:
Reporter indicated a patient experienced wheezing with vns stimulation. Disabling the vns with the magnet did help with the wheezing, but the patient's seizures increased so the patient was not comfortable leaving the vns disabled with the magnet. The wheezing is described as audible upon inspiration. The wheezing occurs with vns stimulation and an increase in exercise. No vns programming changes or medication changes precipitated the wheezing, and the patient did not have a pre-vns history of wheezing. The vns settings were lowered, which helped the wheezing. The vns was later disabled as recommended by a pulmonologist, to preclude a serious injury to the patient's pulmonary system. The patient was initially placed on inhalers and steroids which did not resolve the wheezing, so the vns was disabled. The wheezing has resolved since the vns was disabled, however; the vns may be turned back on at a later date.